Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced two infusion set occlusion issue event on (B)(6) 2026 due to insulin flow block alarm. The blood glucose level was high and patient was treated with correction injection via multiple daily injections (mdi). The insertion site was outer thigh. The patient replaced the infusion set and resumed insulin deliveries successfully. Patient reported cannula had no visible cannula issue. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.